Event description:
Per the clinic, the electrode array was misdirected into the vestibule leading to an incorrect electrode placement. Subsequently, the device was explanted on (B)(6) 2024 and the patient was re-implanted with another cochlear device during the same surgery.